Manufacturer narrative:
Other applicable component is: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
A consumer reported that the implantable neurostimulator (ins) was removed because it wasn't helping much. The leads were left in because they couldn&#62752;get them out or it was too hard. The ins was indicated for degenerative disc disease and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.